Event description:
It was reported that the patient has not experienced therapeutic effect. The actual residual volume of 20 ml was greater than the expected residual volume of 3.8 ml. No error messages appeared upon interrogation; the logs were not checked. Further troubleshooting was being considered. The pump contained infumorph. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the health care provider did not know the cause of the refill discrepancy. They aspirated the catheter and 19 ml of reservoir volume was taken out at refill on (B)(6) and was put back into the pump. On (B)(6) 2011 they did a dye study. The catheter tip was seen at t12 and t11; no break to the catheter link noted. A myelogram was also performed on that date. No issues were noted with either test. The pump was refilled on (B)(6). The patient was to return at the end of (B)(6) 2011 for another refill. The patient "is in a lot of pain"; it was believed that the patient did not have that much longer to live as he had pancreatic metastatic cancer. It was also noted that there was fluid around the pump. The hcp thought it might be "part of his disease where they get ascites across the abdomen". However, the fluid was just around the pump not across the whole abdomen. A culture of the fluid was obtained when he had morphine in his pump. No morphine was detected in the fluid so the pump was not leaking. The patient currently had dilaudid 15 mg per ml and clonidine 160 mcg per ml in the pump.

Manufacturer narrative:
(B)(4).